Event description:
It was reported that during a prostate procedure, an error message was observed indicating that there was not enough fluid in the reservoir which could not be resolved during the procedure. The procedure was aborted. "No injury to the patient" was reported.

Manufacturer narrative:
Ams service engineer, working with the initial reporter, were able to determine that a cooling hose to the external reservoir was not connected resulting in the message the user observed. The hose was reconnected and the issue was resolved. A service repair was not required. There has been no recurrence of this reported issue.